Event description:
Customer states she had been having trouble with her sensor for most of the day a; she continues to receive sensor alarm which occured after initialization. Customer's blood glucose was 441 mg/dl which she treated with an insulin pump. After troubleshooting, customer was advised that sensor would be replaced. Customer called back the following day advising of the same issue. Customer was advised to hook back up to transmitter and monitor further alarms then call back should issues continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.